Event description:
A malfunction was reported by the customer, indicating an issue with their pump. There was no information regarding any adverse impact on the customer's blood glucose level. The distributor has arranged for the pump to be returned for further examination and a replacement pump has been provided with a new serial number.